Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received low reservoir alarm when it still has insulin and insulin pump erases settings when changing batteries. The customer's blood glucose level was unknown. The customer also reported that there were no alarms or alert that came up when issues occur. The customer declined troubleshooting. The device will not be returned for analysis.